Event description:
Event description guidant received information that this patient died during a procedure to replace his implantable cardioverter defibrillator. The patient's wife reported the physician encountered difficulty explanting the leads and the patient died during the procedure. No further information is available regarding this issue. The event will be re-evaluated if addtional details are received.